Manufacturer narrative:
(B)(4). The reported complaint for helium loss alarm was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states that while in use on a patient, the pump "kept giving off a helium alarm and diastolic assist was not accurate". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
The report states that while in use on a patient, the pump "kept giving off a helium alarm and diastolic assist was not accurate". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
The report states that while in use on a patient, the pump "kept giving off a helium alarm and diastolic assist was not accurate". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.